Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. Device remains implanted.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon noted that the strain relief on the lap adjustable band was moving along the tubing. It was 1/2 way between the port and the band. The tubing was still connected to the port. No correction was made, the band is still implanted.